Event description:
The physician originally reported that the patient's device was unexpectedly disabled and the patient had a large increase in seizures over the past 2 months. Per the physician, the doctor, the vns been fine in visits since implant >6 months prior. However, review of the data found that the generator been disabled due to error code 6 resets upon interrogation two out of the three appointments since the initial implant. Impedance was within normal limits. The generator was found to be disabled again on 4 days later. It was then reported that for the past 6 months, the patient had at least a slight increase in seizures. The manufacturer's device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. The patient, caregivers and physician opted that the patient undergo generator replacement. The generator was replaced and received for analysis, but analysis on the product has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The generator was subjected to the firmware screen that detects the hardware bug discussed in the initial MDR and failed the screen, indicating that the hardware bug was present on this device . Other than this, there were no adverse functional, mechanical, or visual issues identified with the returned generator. No further relevant information has been received to date.